Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issues occurred due to a faulty circuit board. A b40 error (video center damaged) was also noted due to a faulty circuit board. The power switch was getting stuck intermittently due to a faulty power switch mechanism. It was also noted that the receptacle was found to be loose which may have been responsible for flickering/noise in the image. Dust was also found in the equipment. Heavy rusting was found on the tracks of multiple wires and cables of the equipment. The front panel was broken and could not screwed on correctly. The power switch was cracked and the net spacer on the chassis was broken. Per the customer, the reported problem occurred 1.5 years ago but was not reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the front panel switches of the evis exera iii video system center was not working and all front panel leds were on. It was also noted that the processor kept hanging. This event occurred during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also found that there was no image on the monitor due to a defective circuit board. However, the definitive root cause of the faulty circuit board and power switch could not be determined. Olympus will continue to monitor field performance for this device.